Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 457 mg/dl at the time of incident. Customer reported that, the auto mode feature was not active at the time of high blood glucose events. Customer reported that there was blood at site. The insulin pump will not be returned for analysis.